Event description:
Per hospital staff, companion c2 driver is not recognizing the external batteries while doing the console check-up. Staff confirmed it was not the batteries, just the initial driver. Driver was not in patient use at time of event.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver 10159a was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms. Visual inspection of internal and external components found no abnormalities. Driver passed all functional testing for acceptance at incoming inspection. Additional testing included cycling 10 external batteries through the driver. All batteries were recognized without issue. The complaint could not be replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint was not replicated; the root cause of the reported inability of the driver to recognize external batteries was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the reported event. No evidence of a device malfunction was found. Driver was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per hospital staff, companion c2 driver is not recognizing the external batteries while doing the console check-up. Staff confirmed it was not the batteries, just the initial driver. Driver was not in patient use at time of event.